Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The actual device was not returned.

Event description:
Company representative reported patient experienced elevated blood glucose levels of about 400 mg/dl on (B)(6) 2014. Company representative stated the patient changed the infusion set and corrected her blood glucose level with an injection of novorapid insulin. Company representative reported meeting with the patient today and noticed some condensation in the cartridge compartment. Company representative dried the condensation and realized by the smell that it was insulin. No adverse event reported. Requested return of the alleged pump and cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.